Manufacturer narrative:
Continuation of d10: product ID: l-evprop34 (lot: 0012580938); product type: 0195-heart valves; non-implantable device product ID: d-evprop34 (lot: 0012408681); product type: 0195-heart valves; non-implantable device select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the loading process of the evproplus-34, the locking collar got stuck, and higher pressure was necessary to load the valve into the inflow cone. A pre-implant balloon dilatation with a 22 mm non-medtronic balloon was performed. The fluoroscopic inspection of the valve load showed an infold to node 3. During the implant attempt, the valve did not expand. The valve was recaptured and withdrawn from the patient. A new valve was loaded by the same valve loader and implanted successfully on the first attempt. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Image review: intraprocedural fluoroscopic images were provided for review. Fluoroscopic valve load inspection was performed and a misload appeared to be present by overlap to node 4. Overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the instructions for use, if a misload is detected, do not attempt to reload the bioprosthesis. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. The misloaded valve was used. A pre-implant balloon aortic valvuloplasty was performed prior to the valve implant attempt. During the implantation attempt, the valve did not appear to expand and there is evidence of a suspected infold; however, the valve was only partially deployed therefore it is difficult to accurately assess. If a valve is under-expanded: remove system, perform pre-dilatation, and implant new valve with new delivery system. Furthermore, the infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due to a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured and removed from the body. New sterile components must be used. A new valve was prepped, loaded and confirmed a good load. The new valve was deployed just prior to the point of no recapture in the cusp overlap view, and depth was approximately 6mm on the non-coronary cusp, and a suspected infold was noted. However, in the lao view the valve appeared more expanded and an infold was not evidence, and depth was approximately 6mm on the left coronary cusp. Of note, the target depth should be 3 mm relative to the valve annulus. If the implant depth is <(><<)>1 mm or >5 mm, consider recapture. In this case, the valve was released, and subsequent angiogram shows possible moderate aortic regurgitation/paravalvular leak. Subsequently, a post implant dilatation was performed improving the aortic regurgitation/paravalvular leak from moderate to mild. The patient¿s executive summary was not provided for anatomical review. Updated data: d9. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was returned loaded inside the delivery system. The valve was received discolored showing evidence of blood contact. The valve was received in a crimped state with the inflow exhibiting a slight reniform appearance. As received, all leaflets were in a partially closed position with a large gap between the free margins. All leaflets exhibited signs of severe creases and imprints; condition possibly associated with the valve being the loading state for an unknown duration. All commissures appeared intact. All sutures appeared intact. The valve was submerged in warm saline; the frame expanded to full dilation with observed crimped state resolving. There was no evidence of damages such as bends or kinks to the frame. The valve was placed in a cold saline bath to perform a loading simulation per instructions for use. Upon loading, the frame paddles were seated within the paddle attachment pockets without issue. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve; no issues were noted. The capsule was fully advanced over the valve. No visual or tactile anomalies were noted during the loading simulation. The valve was deployed in a warm (approximately 37 celsius) saline bath. The deployment knob was rotated to expose the valve at the inflow; no anomalies were observed. The valve continued to be deployed to the waist and up to the point of no recapture; no anomalies were noted. A complete deployment of the valve was performed. No anomalies were noted during the deployment simulation. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected data: h11. Image review: the product analysis image review was updated to correct the previously reported information related to the second valve: "under-expansion/suspected infold was noted. Subsequent angiogram shows significant aortic regurgitation/paravalvular leak". Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.